Event description:
The pt called lfs and alleged the one touch ultra meter was giving an error 5 message. The pt did not get a reading on the reported meter. They stated that the test strips will not drawup the blood. Symptoms of feeling dizzy and weak were reported at the time of the occurrence. The pt states they ate a bowl of cereal and drank juice. They then called an ambulance. The emergency medical technician reading was 127 mg/dl. The time difference between the attempted use of the reported meter and the emergency medical technician meter result are unk. The pt does not state any treatment given by the paramedics. The customer care rep performed troubleshooting and the issue was not resolved. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.